Event description:
Customer reported the sensor reading were off from her blood glucose reading. Sensor glucose reading was 45 mg/dl and blood glucose was at 120 or 130 mg/dl. Customer reported the event occurred while she was traveling. Customer stated she did not pass through the security scanner. Once on board the insulin pump started to alarm that she was low. She checked her blood glucose and noticed she was fine. Customer stated the insulin pump alarmed bad sensor. Then the device shut off completely and would not work. Once she arrived to her hotel she took out the sensor. Then a couple of days later she inserted another sensor flew back and it worked fine. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.